Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection ribbon cable that was not properly seated to a connector. The cable was reseated to resolve the report. It could not be firmly established how the cable became unseated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.